Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had screen broke. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.